Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that they just recharged their implant without a problem and when they went to set their therapy settings yesterday it started acting funny between the communicator and the handset. The patient reported stimulation will only go up to like 0.3 in the program. The patient reported they had therapy up in program 7 up to "9 something," and now it won't go past 0.3 and reported getting message that it's at the maximum settings reached. Reviewed maximum settings message overview. Patient stated they did not think they had an option to select ok on this message and just stated it won't do anything, and there is an exclamation point next to 0.3. The patient stated they tried decreasing stimulation 3-4 times and stated this did not resolve the issue and they still could not increase above 0.3. The patient stated they noticed this issue started yesterday when they went to recharge and stated the last time, they did it was about 3 weeks ago and everything was fine. The patient confirmed they charged their implant fully but they are still not able to increase therapy settings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient stated they have not seen a dr because they changed healthcare systems. . Agent offered to send patient physician listing but patient declined and stated they will follow up with their primary care physician for a referral.